Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and found to have a broken blade at the base. A piece approximately 0.0880 by 0.423 inches was found to be broken off. The broken piece was not returned. The components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the tip was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tip of the instrument was damaged however no pieces were completely broken off. The instrument was not inspected prior to use or collided with any other tools or instruments. No fragments fell inro the patient's anatomy. The instrument was being returned to isi for analysis and no photos or videos were available for review.